Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; several distal end components were damaged. Visual examination showed the objective lens was chipped, which caused the relayed image to display a dark area. In addition, the image guide protector was cut and the bending angle for the up direction did not meet with specifications due to a worn angle wire. Visual examination of the returned device identified the following issues: the air/water cylinder was missing its color indicator; the scope connector was missing its color indicator; the image guide protector was cut; the objective lens was cracked; the light guide lens was cracked; the bending section cover adhesive was cracked; and the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope rubber at the distal end was defective. The device was returned to olympus for evaluation. During evaluation, a whitish foreign material was found in the air/water cylinder and in the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.